Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 15 days after laparoscopic sleeve gastrectomy procedure, there was leak towards top of the stomach. Patient was brought back to the hospital to prevent a permanent impairment of a function.